Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months later, computed tomography (CT) revealed a small filling defect compatible with nonocclusive embolus was seen again within the lateral basal segment of right lower lobe compared to previous pulmonary embolism chest study. Subsequent scans confirm the presence of pulmonary embolism. Approximately five years later, computed tomography (CT) revealed that there was an inferior vena cava filter caudal to the renal veins. The longitudinal orientation was parallel with the inferior vena cava. Several of the prongs of the filter perforated up to 4mm beyond the inferior vena cava wall, with extension into retroperitoneum, right psoas, and right paravertebral regions. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts were perforated up to 4mm. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.